Event description:
We have been informed that during surgery, multiple errors appeared which could not be resolved by restarting the device. Another unit was used to complete the surgery. Surgery was prolonged > 30 min. No report that actual patient harm occurred.

Manufacturer narrative:
The device will be returned but is not accessible for investigation yet. The investigation will be continued when the device is available for examination. (Several product reminders are sent to receive the product for investigation.) No corrective or preventive actions can be implemented until the investigation has been completed. Investigation to determine the root cause of the reported event is ongoing.

Event description:
We have been informed that during surgery, multiple errors appeared which could not be resolved by restarting the device. Another unit was used to complete the surgery. Surgery was prolonged > 30 min. No report that actual patient harm occurred .

Manufacturer narrative:
In regard to this complaint, logfiles were provided for review and a pump module was provided for investigation. Review of the logfiles revealed that the firmware is lost for the pump module, it indicates there is a wrong version. This is also the case for the main pedal and the vfie module. Visual inspection of the returned pump module revealed signs of moisture on the mainboard pcb and some corrosion spots on the front plate. It was not possible to carry out further tests as the mainboard pcb is not responding. Based on the investigation results, it was determined that the reported complaint is attributable to moisture on the mainboard pcb. As it was located directly under the air pressure regulator's vent, this indicates moisture in the compressed air supply. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (pu-mainboard*). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure code pu-mainboard will not always lead to a prolonged surgery. Please note that while the 2023 and 2024 incident numbers are up to date, the installed base figures are from april 25th 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Event description:
We have been informed that during surgery, multiple errors appeared which could not be resolved by restarting the device. Another unit was used to complete the surgery. Surgery was prolonged 30 min. No report that actual patient harm occurred .

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.